Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump with prefilled treprostini cassettes was alarming no tubing attached. It was reported the user switched the cassette and pump and had the same alarming issue. The end user reported she self-mixed a cassette and was able to infuse without issues no adverse patient effects were reported. No additional information is available at this time.